Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: as surgeon was inserting the first 6 mm implant into the disc space using the inserter, the plate and cage separated. He reassembled it and it happened again. Surgeon tried to reassemble it twice more, but it fell apart every time as it was being lightly tapped into the disc space. At this point surgeon asked for another 6 mm implant to be opened and loaded onto the inserter. Again, as surgeon was lightly impacting the implant into the disc space the plate and cage fell apart on the second implant. Surgeon reassembled the plate and cage and loaded it back on the inserter and managed to insert it far enough in to allow him to use the final positioner instrument to push it more posterior and into its final position. The operation was prolonged by an additional 15-20 minutes; it was finished as planned with the second zero-p implant staying together long enough to be fully inserted in the disc space. It was not reported which implant remains implanted. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.